Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump's screen was hardly visible. Sometimes they had a problem with the act button when they wanted to confirm a bolus. Customer's blood glucose level was 260 mg/dl. The device was not returned.